Event description:
It was reported that the pt experienced loss of pain control/coverage. A kink/occlusion in the intrathecal section of the catheter was noted. The pump contained morphine sulfate - 50.0 mg/ml at a dose of 2.4 mg/day. The catheter was explanted/replaced. The pt recovered without sequela.